Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 9 for the same event: it was reported from france that during an unspecified surgical procedure, it was observed that under the effect of heat from the motor rotation of the small battery drive device system, the pin (diameter 1.5) broke in two. As a result, it was reported that the skin on the forearm (wrist pin) of the patient was burned. The small battery drive device system consisted of a small battery drive device, battery casing device, two battery devices, two quick coupling devices, chuck with key device, spare key for chuck device and an attachment device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. It was not reported what medical intervention was performed and/or required. The patient¿s post-surgical outcome was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.